Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11273r26, implanted: (B)(6) 2002, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml dilaudid at 3.5 mg/day via an implantable pump for malignant pain and breast. It was reported that during a routine pump replacement, the healthcare provider (hcp) was unable to aspirate the catheter. They performed a back table prime and planned to add another catheter and prime that as well before connecting. There had been no history of volume discrepancies and no suspected issue with catheter patency. No symptoms were reported. The event date was noted to be (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11273r26, implanted: (B)(6) 2002, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-08 from a manufacturer representative (rep) reported no one reported it (the event), the rep witnessed it during replacement of the pump. It was also noted that the cause of the inability to aspirate the catheter during surgery was not determined. No further information was provided.